Event description:
It was reported that the infusion sets were leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.